Manufacturer narrative:
The actual device is available for evaluation. The model number and lot number of the device were provided. The investigation is ongoing. Once we have completed the investigation, a supplemental report will be submitted with any additional relevant information.

Event description:
Complainant alleges "sterilized failure".

Manufacturer narrative:
The actual device was returned for evaluation. Trim scrap was attached to the product, and prevented a proper seal on the pouch. The production line lacks sensors to alert operators when a slit cut occurs. In cases where operators fail to detect and remove the trim scrap, it can wrap around the chain and attach itself to the next product in the mold, resulting in an improper seal. The root cause is manufacturing error, specifically operator error for not catching and removing this defect. If any additional relevant information is identified, it will be submitted in a supplemental report.